Manufacturer narrative:
B3- date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported patient had pain and sensitivity at the ipg site and patient was treated with IV and oral antibiotics to treat the issue. Surgical intervention was undertaken on (B)(6) 2024 where the ipg pocket was cleaned out with polymyxin and vancomycin, incision site was debrided. No infection found at time of revision.

Event description:
Additional information received indicated patient wound /infection is resolved.